Event description:
The healthcare provider reported that the viality device completely leaking from the bottom and looks cracked. A new unit was required to complete the procedure.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.